Manufacturer narrative:
The t:slim pump user guide indicates that the cartridge is contraindicated for use with products other than humalog and novolog. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 300 mg/dl. After changing the cartridge, infusion set and insulin, a correction bolus was delivered to address the bg level. Reportedly, the customer was using apidra insulin.